Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from manufacturer representative (rep). It was reported that the pump had been placed in the mail on (B)(6), no tracking number was available. No further complications were reported.

Manufacturer narrative:
Analysis found pump/motor/gear train anomaly corrosion and-or wear and-or lubrication. Pump/motor/gear train anomaly/stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider via a manufacture representative regarding a patient who was receiving morphine 2 mg/ml; 0.23 mg/day and bupivacaine 10 mg/ml; 1.15 mg/day via an implantable pump. Indication for use was non-malignant pain and spine/back. The date of the event was (B)(6) 2018. It was reported the patient experienced withdrawal and excess pain. The pump was interrogated. A motor stall occurred. The pump was replaced (B)(6) 2018 and will be returned to the manufacturer. Regarding environmental/external/patient factors that may have led or contributed to the issue it was noted ¿nothing out of the ordinary¿. The issue was resolved. Patient status was alive - no injury. Patient weight was (B)(6) pounds. Medical history was asked and will not be made available. No further complications were reported.